Event description:
Following bilateral intraocular lens (iol) implant surgery, a consumer reports blurry near and intermediate vision. She also notices halos around lights at night and sees shadows on everything near and distance. At the consumer's request, the surgeon was not contacted. There are two MFR's device reports associated with this event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted.